Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they just got the pump on the 18th of dec and everything was fine with the pump and stimulator until jan 16 when they went to the pain pump doctor and the nurse put the pump communicator over the pump the nurse said they noticed pulse and the patient said it felt like ins was turned up in her pelvic area and down their left leg. Pt said she did not tell the pump nurse but during the week they noticed their ins symptoms of urgency / frequency were worse and wanted to and turned stimulation off on saturday, jan 20 but it still feels like their ins was turned up a lot even though it is currently off, they were still getting the pulsing. Patient said they have had no falls or trauma and no other medical tests or procedures besides the pump. Pss and pt discussed the prior ins replacements and pt was not sure if there were any abandoned leads the current ins was on the opposite side from the pump. Pt used their equipment during the call and confirmed therapy was off, they activated MRI mode and said they have full body potential. The patient was redirected to their healthcare provider to further address the issue. Pt said they cannot get in to see their ins doctor until feb 28th. Pt said they called the pump rep but the pump rep said they have no idea. Offered and emailed the reps in the area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.